Event description:
The dealer states that the bolt that holds the release lever broke off and took a chuck out of the microswitch on the brake.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.